Event description:
It was reported that the extension was replaced. It was stated that high impedances (>4000 ohms) were measured on electrodes 1 and 3 on a patient¿s lead. It was noted that there was a ¿break/fracture¿ in the connection between the lead and extension. During the revision, a lead ¿peroperatoire¿ impedance test was conducted, extension was replaced, and an ¿all system impedance test¿ was performed on the implantable neurostimulator. It was noted that the product issue was resolved and that there had been an ¿extension break.¿ the patient was reported as alive with no injury. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 74895147, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 74895147, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Analysis of the extension (B)(4) found a reliability non-conformance as the distal end conductor was broken up to the transition point.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.